Event description:
Caller reported a malfunction on the pump and did not experience any adverse impact to their blood glucose level, which did not exceed 500 mg/dl. The customer will continue to use the current pump until receiving a replacement from technical support, who advised them on updating the software and provided instructions for returning the malfunctioning pump to tandem.